Manufacturer narrative:
System analysis/service repair on january 15, 2014: the reported ¿error 641" issue was verified and determined to be serial number not stored on grange software for control panel. The serial number for the chiller was entered and stored into the grange software. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that the greenlight xps laser system had an "error 641 appear on screen prior to procedure (error codes)" , indicative of a system malfunction. Patient was under anesthesia. The customer was unable to resolve the issue that occurred and the case was completed by an alternative procedure (turp). Patient outcome: there was no report of a patient or user injury.